Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels and air bubbles in the tubing. The customer's blood glucose level at the time of incident was in the high 400mg/dl. The customer states the air bubbles were the size of a pencil head. Troubleshoot was conducted. The customer was advised to call back if issues persist.